Event description:
It was reported that the patient's catheter may have been implanted on a nerve, since the patient was not able to walk very far. The patient was able to walk greater distances again once the catheter was removed. Her pump was not helping her, so it was also removed. Further information is being requested from the hcp.